Event description:
It was reported that a patient with an electrode had experienced the delivery on multiple inappropriate shocks due to oversensing of noise in the secondary vector. High shock impedance measurements were also observed, and further analysis demonstrated a flatline amplitude signal in the alternate vector. A chest radiography indicated a complete electrode fracture. Surgical intervention was performed and the electrode was explanted. The fracture was confirmed on the distal end to the proximal sensing ring. No additional adverse patient effects were reported. The serial number of this electrode is currently being requested from the field. This event will be updated should additional information be provided.